Event description:
It was reported the patient had some neurological events and was currently in the hospital. The patient was admitted to the hospital about a week ago on (B)(6) 2013. It was noted the patient had lost his vision, but now has some of it back. The patient was bedridden, could hardly move, only his shoulders, was septic; ¿all kind of issues,¿ medical and neurological issues, and the patient will need long term care. It was unknown if the patient would go into a rehab hospital or at the local ¿lcath¿ once he was discharged from the hospital. It was further reported there was no way to get the patient into a wheelchair and into a car to get the pump refilled. It was noted the neurologist had a device to check the patient¿s pump, which they did and stated ¿everything was working ok.¿ it was also reported on (B)(6) 2014, the pump will alarm and the patient would not be well enough to get a refill at his usual clinic. When the pump was checked by the healthcare provider (hcp) it was reported the patient ¿looked like he might have been in withdrawal and something about delaying it and decreasing the rate at 10%, but that would only give the patient a couple of extra days.¿ the pump was being used to deliver bupivacaine and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A healthcare professional (hcp) later reported that the patient passed away on (B)(6) 2014 due to neurological complications of their multiple sclerosis. There were no issues related to the pump or catheter.

Manufacturer narrative:
(B)(4).